Event description:
It was reported by the patient that the previously working remote monitor was no longer responding to the start button. Different electrical outlets were tried but the situation did not resolve. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) during initial testing the device would not start interrogation. The failure disappeared during further analysis and the cause could not be determined.